Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the day after the operation, urine flow into the urine collection bag was poor, so user checked the foley catheter and found that it had fallen out spontaneous dislodgement. To verify whether this was a recurring issue, we injected 10 cc of air into the bag. Although there were no obvious holes, the air leaked out over time.